Manufacturer narrative:
This report is submitted on march 02, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to other medical reasons. The patient was reimplanted with a new device in the contralateral ear on (B)(6) 2021.